Event description:
It was reported that revision surgery was performed due to loosening of the stem.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.